Event description:
An orthopaedic surgeon has told co about a series of innovative procedures he conducted starting some years ago on polio patients for the flail foot condition. He used 50mm wide implantable polyester tapes provided by xiros plc. The procedure is not one that co includes in co's indications for use. Five patients in the series developed non-healing tape. The reported problems do not relate to a device covered by either 510(k) because it is outside the permitted size range, nor to either set of indications for use. In the reported procedure, the tape is used more as a supplementary artificial ligament (bone to bone) than soft tissue to bone attachment. However co believes that the product is so similar to poly-tapes covered by the 51(k)s that the report may be relevant to these poly-tapes. Co believes that the pre-existing patient condition may have contributed to the problem. Owing to the circumstances of the operations (foreign country, time since operations) it has not been possible to obtain all the information required concerning the operations performed and the patient details.